Event description:
Letter received from pt's lawyer outlining the pt was revised, as she has suffered pain and restriction of mobility. Her surgeon has informed her that the bone has not affixed to the implant. Surgeon further advised her that revision of surgery will be difficult and may result in being wheelchair bound.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation, no add'l info is available at this time. If add'l info is received, it will be reported on a supplemental report.